Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recq0536 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC catheter was inserted into the median vein of the right elbow of the patient. The insertion process was smooth. The patient did not complain of any special discomfort during use. The infusion process was smooth. When the patient was infused fluid on (B)(6) 2020, he found that the PICC external tube was connected with extravasation and immediately stopped use and report to the head nurse. After checking, remove the PICC tube. Replace the new tube.